Manufacturer narrative:
Based on available information it is suspected that the reported behavior is related to a software issue on the user interface. In-depth analysis revealed that this software issue resulted from a software issue involving an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. It should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test in interrupted. A software correction is planned to prevent recurrence of this issue. This case is recorded for trending purposes.

Event description:
Reportedly, the screen froze while performing ddi 30 sensitivity test. The battery needed to be removed to recover normal functioning.